Event description:
The initial reporter alleged discrepant results for five patient samples tested with the anti-hcv g2 elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The samples generated positive results with values up to 12 cut-off index (coi), but subsequent confirmatory testing using enzyme-linked immunosorbent assay (elisa) and polymerase chain reaction (pcr) consistently returned negative results. For case 1, on (B)(6) 2024, the sample tested positive with a value of 11.6 coi. On (B)(6) 2024, elisa testing returned a negative result of 0.061, and pcr testing on the same day was also negative. A repeat test on (B)(6) 2024 yielded a positive result of 6.63 coi. For case 2, on (B)(6) 2024, the sample tested positive with a value of 10 coi. Elisa testing on (B)(6) 2024 returned a negative result of 0.24, and pcr testing on (B)(6) 2024 was negative. For case 3, on (B)(6) 2024, the sample tested positive with a value of 4.10 coi. Elisa testing on (B)(6) 2024 returned a negative result of 0.12, and pcr testing on the same day was negative. For case 4, on (B)(6) 2024, the sample tested positive with a value of 2.99 coi. Elisa testing on (B)(6) 2024 returned a negative result of 0.034, and pcr testing on (B)(6) 2024 was negative. For case 5, on (B)(6) 2024, the sample tested positive with a value of 2.39 coi. Elisa testing on (B)(6) 2024 returned a negative result of 0.06, and pcr testing on (B)(6) 2024 was negative.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6)). The investigation determined that the anti-hcv g2 elecsys e2g 300 v2 assay performed within specifications. A review of calibration and quality control data for the reagent lot in use (lot number: 768312) confirmed that all signals were within expected ranges. The customer did not adhere to the recommendations, which specify that all initially reactive or borderline samples should be retested in duplicate using the elecsys anti-hcv ii assay. Repeatedly reactive samples must then be confirmed using supplemental methods, such as immunoblot or hcv rna detection. Single false-positive results are covered by the assay's specificity claim. The root cause was attributed to the customer's deviation from the recommended testing protocol. The analyzer remains in operation at the customer site.